Manufacturer narrative:
Customer called about a broken spring clip on another complaint. They wanted just the clip but we sent them an entire monitor as a replacement. When they received the monitor, they said it was filthy and the bpm had blood on it. The customer cleaned the unit themselves and called to report it to their sales representative.

Event description:
It was reported that during the use of the device for a non-clinical activity, the customer found blood on the blood parameter monitor (bpm). Further clarification with the customer, found that the reported event was for the hematocrit saturation module (h/sat) probe. There was no patient involvement.